Event description:
The hospital reported that during the coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. The surgeon noticed that the seals were not aligned properly and may have caused the deployment failure. The procedure was completed with a side biter clamp. No other pt complications were reported. This report is for the second seal that did not deploy and a side biter clamp was used to complete the procedure.